Event description:
The homecare provider (hcp) and fire department reported the following info: (1) a pt was smoking while using a c31 when a fire started and spread to add'l apartment units. (2) the pt received burns to 40% of the pt's body and was admitted to the burn unit. (3) the seriousness of the pt's injury is not known. (4) add'l injuries were not reported. (5) add'l info is not known.